Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The customer reported that reintubation was required. The endotracheal tube was in use for 15 days. Covidien is attempting to gather additional information surrounding the circumstances of the reported event.